Event description:
The customer alleges she obtained back to back results on her meter of 480 mg/dl and 123 mg/dl. She states she did not have symptoms of hyperglycemia. No report of treatment or action based upon the suspect result. The dne ran controls that were in range on the customer's meter and b2b comparison using both the customer's and the dne's meter. The customer could not provide the values, date, or time of these results although, she states there was only a 10 to 12 point difference. Return requested and replacement was sent.